Event description:
It was reported that during a gastroplasty procedure, during the stapling of the gastric pouch, the device failed and there was no shooting, but the hang of it. The procedure was initiated by laparoscopy. It required conversion to conventional surgery, using a linear cutting stapler. There were no adverse consequences for the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with one ecr60b cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.